Manufacturer narrative:
: Device not received by manufacturer. B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was making an abnormal sound and when the pump was checked, it stopped. Per reporter the patient went hours without the brand IV remodulin. The patient restarted the pump at full rate but was not having any issues. The patient had sore throat and feeling stopped up but unsure if it was a sinus infection. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.